Manufacturer narrative:
The unit was received with a cracked and bleeding lcd glass, a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump fell and the screen cracked. The customer's blood glucose level was 6.2 mmol/l. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.